Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller states he received a performa meter reading in mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device.